Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the activated clotting levels were 186s and heparin was given. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. Upon catheter insertion into left ventricular out flow tract a brief episode of third degree atrioventricular block was noted. A electronic systolic probe was placed. The final implant depth at non-coronary cusp (ncc) was 4.4mm and at left coronary cusp (lcc) 5.3mm.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.